Manufacturer narrative:
The pt remains ongoing and continues on biventricular support. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A specific cause for the report of loss of fill could not be determined through this evaluation. However, information provided to the manufacturer indicated that a hematoma was compressing on the left ventricle and contributing to the decrease in fill. The patient's chest was re-opened and the hematoma was removed. Following this surgery, the clinical consultant reported that the fill light was working and the patient was ongoing. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information was provided stating that the patient expired on (B)(6) 2014 and according to the vad coordinator the patient's death was not device related.

Event description:
The pt was supported with two paracorporeal ventricular assist device (pvads) for biventricular support. The perfusionist reported that the pt's lvad supporting the left ventricle had a fill alarm and would not get a fill signal. The dual drive console pressure was greater than 100 mmhg of systolic pressure. The hospital suspected tamponade in the operating room, a hematoma was observed that may have been compressing on the left ventricle and contributing to the decrease in fill (tamponade). The hospital removed the hematoma to relieve the pressure, which subsequently corrected the fill signal.